Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. Evaluation of the device found a tear on the sac body had caused water to leak out. The origin of tear could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." Corrections:concomitant medical products and device evaluated by MFR, additional event information.

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information from the ibc via email (B)(6)2019; there were no missing pieces to the burst catheter balloon.

Manufacturer narrative:
The device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon."

Event description:
It was reported that the catheter fell out of the patient with a burst balloon. Per additional information from the ibc via email 03 oct 2019; there were no missing pieces to the burst catheter balloon.